Event description:
The patient had a hematoma problem after the procedure. The physician used a sheath in a femoral approach in order to perform an angiographic procedure. The physician had to perform a contralateral approach as it was difficult to perform a direct puncture of the femoral artery. The physician attempted to lock the dilatator on introducer the thread broke on dilatator and introducer. The physician used another one from the same lot and the thread broke again. The physician decided to continue and attempted to introduce the introducer with the dilatator in femoral artery. The physician made sure that no debris was on the valve and he succeeded in introducing it with friction. After the angiogram, he noticed that near the puncture site, there was a dip on the skin. He removed the introducer. The patient had pain and after an hematoma. The physician thought that tissue might have been blocked at transition level between the sheath and dilatator. No prolongation of hospitalization. The patient is ok.